Event description:
It was reported that a pt said that is getting funguses. He thinks it's because he's so wet. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a pt said that he is getting funguses. He thinks it's because he's so wet. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it state: precautions: not recommended for users who: are agitated, combative, or uncooperative and might remove the device. Have frequent episodes of bowel incontinence without a fecal management system in place. Have skin irritation or breakdown at the site. Do not use barrier creams, lotions, or ointments on the penis or pubic skin around the base of the penis when using the device. These may impede suction or weaken adhesive. Proceed with caution in users who have had recent surgery of the external male anatomy. Always check skin for irritation or breakdown and clean and dry the skin prior to placement of a new device. Placement of purewicktm male external catheter: trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peeloff and press the device against the skin below the base of the penis. Remove the top adhesive peeloff and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d, e. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.